Manufacturer narrative:
As received from the field, the external sheath was crumpled. This most likely occurred during the array retraction post ablation due to the tissue increasing the external diameter of the array in relationship to the internal diameter of the external sheath. No functional testing could be performed on the device. Every novasure disposable device is inspected to ensure proper device deployment and retraction prior to final release. This observation will be monitored and trended.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that after the ablation was completed, the array would not retract. There was a delay in the case but there is no known impact to the patient.